Event description:
The infusion line attached to the venous chamber fell off. The facility was contacted and the initial reporter gave additional verbal information. It ws learned that this event occurred within 10-15 minutes into the hemodialysis treatment. The technician stated that the cause may have been due to pressure of some sort. When this separation occurred, the patient was reinfused. The patient lost 10 ml of blood. A new treatment set up was placed on the dialysis machine and the patient's treatment was resumed. The patient was able to complete prescribed hemodialysis therapy and was discharged to home once the therapy was completed. There is no report of ill effect related to this event to this patient. There is no sample that is available for an evaluation.